Event description:
Ous MDR - it was intended to treat a severely calcified lesion in tortuous lad. Despite repeated attempts, the device could not cross the lesion.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed no damage or irregularities. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined.